Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a major bacterial driveline infection. Surgery and drug therapy was performed. The patient was hospitalized from (B)(6) 2026.